Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary results revealed that no anomalies were found. There was blood/body fluid found on the distal conductor (not obstructed), on the outer tubing overlay, and in/on the lobe mechanism.

Event description:
It was reported that during an implant, the left ventricular lead had a capture threshold of greater than 8.0volts. The physician attempted to use another smaller coronary sinus branch, but the lead would not pass into the vessel. The lead was removed and replaced. No patient complications have been reported as a result of this event.